Manufacturer narrative:
The device history record review could not be performed since no lot number was provided. There were no photos or physical samples received for evaluation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. At this time, a corrective and preventive action is not deemed necessary. We will continue to track and trend through our monitoring programs and take actions as applicable.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the catheters were coming bent and not packed properly in the box. Per customer, the boxes are in perfect shape, and the catheters inside are the problem.